Event description:
Md attempted to suture on the mammary artery during by-pass surgery. Noted the quality of suture product inferior, suture would break with little or no tactile tension applied to it, even while attempting to tie knots. Lot number obtained from trash, and noted the prolene bv 175-6 were all from the same lot. Ethicon rep (B)(4) contacted and informed of issues, will collect all pulled suture. Lot #pjb863, exp: 07/31/2024. FDA safety report ID# (B)(4).